Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was notified of the incident. However, the customer decided to cancel the service request and perform the service without assistance from a sorin representative. No further issues have been reported regarding the involved device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Service request canceled by customer.

Event description:
Sorin group received a report that s3 system displayed negative pressures during priming. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing, a follow up report will be sent when the investigation is complete.